Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating the patient experienced respiratory and cardiac arrest for about 5 minutes. Following the doctor's advice, emergency measures and defibrillation were immediately administered. However, the defibrillator failed to discharge and was immediately replaced. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl indicating that the device failed to deliver a shock. Device was in clinical use at the time of event. However, there was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.